Event description:
Additional follow-up with the user facility revealed that the incorrect lot number was provided in their initial reporting of the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the dialyzer. The fibers were wet with evidence of blood exposure. Blood was also noted in the threads of the dialyzer on the non-cavity ID end of the header cap. No other irregularities were visually noted. The dialyzer was subjected to a laboratory leak test and no leaks were detected, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header cap on the non-cavity ID end, the o-ring was found to be damaged. The damage was in the form of a gouge that measured approximately 0.61mm in length. Further examination of the sample did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance reported on the lot. Both were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately thirty-seven minutes into the patient¿s treatment, the staff noticed blood leaking externally from the venous header of the dialyzer and dripping onto the floor. The blood leak was coming from a crack at the connection of the venous header cap to the body of the device. The patient was using fresenius bloodlines and dialyzing on a 2008t hd machine. There were no machine alarms that occurred. Once the leak was identified, the treatment was paused. The patient's blood was not returned; the estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. It was confirmed that the sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional follow-up with the user facility revealed that the incorrect lot number was provided in their initial reporting of the event.

Manufacturer narrative:
Additional information: b5, d4, d9, h4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.